Manufacturer narrative:
Additional information was requested and the following was obtained: did the issue occur during the first activation? No information. Was any air leakage detected? No information. Were all connection checked if they are secured? No information. Did the reservoir inflate with no exudate collected? No information. How was case completed? No information. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during an unknown procedure on (B)(6) 2017 the reservoir was connected to a drain. It was reported that negative pressure did not be applied when the reservoir was tried to use. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020.